Event description:
It was reported during in clinic follow up that the implantable cardiac monitor had gone into backup mode following exposure to radiation treatment. A firmware update was successfully installed on the device, but the device remained in backup. The patient was stable and asymptomatic.